Manufacturer narrative:
Engineering investigation: the device was not returned to w. L. Gore & associates for investigation. Submitted in this case was an adverse event report from a physician about four suspected device delamination occurrences on four separate gore® acuseal vascular graft devices used on one patient, in addition to ultrasound and phlebography images. This evaluation will be specific to device with serial number, (B)(6). The identity of the device was provided; therefore, the device history record was examined and did not identify any potential root causes attributable to the manufacture of the device. The condition of the device in the images reflects the case description but could not be confirmed. The reported failure mode reflects the case description but could not be confirmed. As several devices were implanted in the same patient, manufacturer report numbers 2017233-2025-06824, 2017233-2025-06868, 2017233-2025-06875 were sent.

Event description:
It was reported to gore that a patient underwent surgical treatment for dialysis access in the arm with a gore® acuseal vascular graft. It was stated from the vascular surgeon that on (B)(6) 2022, brachio-basilic arteriovenous a 6 mm gore® acuseal vascular graft was implanted in the arm. On (B)(6) 2022, the implant thrombosed. The patient received thrombolysis with percutaneous transluminal angioplasty (pta) at the basilic vein and at the venous site of the vascular graft. There was also residual stenosis detected and at the phlebography delamination can be suspected just before the venous anastomosis and stenosis on the venous side which was opened with pta. On (B)(6) 2022, the prosthesis occluded and during open surgical procedure it was detected that the basilic vein was thrombosed at the anastomotic site. An open thrombectomy with a fogarty catheter was performed and a so called ¿jump-graft¿ was operated at the venous site of the former graft with interpositioning of a new 6 mm gore® acuseal vascular graft (mpdcase-(B)(4), manufacturer report number 2017233-2025-06824). Later, the patient suffered from ischemia of the hand (steal) on the operated site. On (B)(6) 2022, proximalisation of arterial anastomosis (pai) was performed. A new gore® acuseal vascular graft was implanted at the upper arm on the same side. At both, former arterial and venous anastomotic sites, a small part of the previous graft were left, but otherwise a totally new vascular graft was implanted. After this, the graft was used for hemodialysis (mpdcase-(B)(4), manufacturer report number 2017233-2025-06868). Because of high recirculation a new duplex and phlebography was performed in (B)(6) 2022. According to duplex ultrasound on (B)(6) 2023, there was evidently a venous stenosis in the basilic vein perianastomotically, but additionally, there seemed to be a stenosis of the graft 3 cm distal (toward fingers) from the venous anastomosis where the flow rate was 10 times greater (ad 500 cm/sec) than in the loop graft towards the arterial side. At the venous anastomosis the stenosis appeared milder (acceleration of flow rate 4 times, ad 290 cm/sec). At phlebography the venous anastomosis became better after pta but the stenosis at the side of the graft did not dilate sufficiently after pta. An urgent operation was then scheduled. On (B)(6) 2023, during the procedure, delamination of the prothesis-prothesis end-to-end anastomosis was detected and as a result most of the former gore® acuseal vascular graft was resected and replaced by a new gore® acuseal vascular graft.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3:-other: as the device remains implanted and/or the removed part is not available anymore, no further investigation of the device can be performed. Product history review: a review of the manufacturing and heparin coating records indicated the lots met all pre-release specifications. Further details and clinical images were requested from the physician, but nothing was provided yet. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.